Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: sutureless 3f enable valve implantation concomitant with mitral valve surgery citation: interactive cardiovascular and thoracic surgery 21 (2015) 169¿175 authors: vola m, ruggieri vg, campisi s, grinberg d, morel j, favre jp, ayari I, issaz k, fuzellier jf, gerbay a date accepted by publisher used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was conducted to evaluate the outcomes following implant of sutureless surgical bioprosthetic aortic valve concomitantly with mitral valve replacement surgery. The study took place between march 2011 and october 2014, and included 15 patients (predominately male, mean age 76 +/- 6 years,). Among all 15 patients, 6 received a medtronic surgical bioprosthetic mitral valve (serial numbers not provided). Adverse events included: 1 incident of an unspecified arrhythmia which required implant of a permanent pacemaker. Additional information has been requested.